Event description:
Follow-up was performed with the neurologist and he later confirmed that the patient's off-time was adjusted to accommodate the patient's increased seizures, noting that he did have knowledge of the reported events. No further relevant information has been received to date.

Event description:
On 5/19/2016 it was reported that the patient has had increased seizures above his baseline recently. The surgeon took x-rays and found no issues. The physician ran diagnostics and everything was fine, battery was about 75%. The physician decreased the patient's off time to better help with seizure control.

Event description:
Follow-up with the patient's neurologist was performed and he stated he had no knowledge of the report of the increased seizures.